Manufacturer narrative:
The device has not been returned to date. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the videoprocessor touch panel display was blacked out and the device displayed color bars during preparation for a diagnostic ent (ear, nose and throat) procedure. The camera processor button displayed green light, but the processor was not working though there was power supply. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned and evaluated. Based on the results of the investigation, it is likely that no images shown was caused by a failure of distribution panel (dp) board. The cause of the faulty dp board could not be identified. It was also noted that the touch panel does not function due to a faulty circuit board, and color bars displayed was due to failure of cp substrates. The cause of the faulty cp board could not be identified. Olympus will continue to monitor field performance for this device.